Event description:
It was reported that noise was observed on the ventricular lead via a remote merlin.net transmission. No patient symptoms were reported. It was noted that right ventricular noise had been present for multiple years. No intervention was reported and the patient would continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information noted that on (B)(6) 2015, device reprogramming was performed. The patient would continue to be monitored through follow-up.